Event description:
A customer reported an altitude alarm issue with their pump. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was given tips by technical support to prevent altitude alarms and understood these instructions. The cartridge was replaced, and the pump resumed normal operation.